Event description:
It was reported that there was a suspected lead fracture and that there was high coil impedances greater than 200 ohms. The patient further reported that the lead fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The hvb and svc impedance measurement was in the 30 - 40 and 40 - 60 ohm range until the week ending (B) (6) 2009 when the max value was infinite. This value remained infinite through the rest of the record with the week ending (B) (6) 2010.

Event description:
It was further reported that the rv lead was explanted and returned. No patient complications have been reported as a result of this event. Product event summary: the full lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.